Manufacturer narrative:
The reported event that the lens broke off was confirmed during the visual inspection. Any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
It was reported that during the service evaluation process conducted at the manufacturer facility the lens of the device was identified to have broken off. No patient involvement or procedural delays were associated with this event.

Event description:
It was reported that during the service evaluation process conducted at the manufacturer facility the lens of the device was identified to have broken off. No patient involvement or procedural delays were associated with this event.